Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this pb980 ventilator failed the flow and exhalation calibrations during installation. The device was available for evaluation. During installation by the service personnel (sp) the unit failed the flow and exhalation c alibration and the exhalation valve assembly (eva) was replaced. The device passed all calibrations and tests as per the manufacturer's specifications at the time of service. One eva was returned to medtronic for further analysis. The eva was attached to the test ventilator and failed calibration for oxygen (o2) offset. The autozero solenoid (s01) on the exhalation sensor printed circuit board assembly (pcba) inside the eva was found to be faulty. S01 was replaced and the calibration was performed again but found the unit's exhalation valve temperature was over-range. Upon further examination of the interior of the eva, track damage was observed on the linear variable differential transformer (lvdt) driver printed circuit board assembly (pcba). Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was isolated to a faulty s01 in exhalation sensor pcba and lvdt driver pcba of eva. A review of the device history record/product history record identified that the assembly/device had no failures which are relevant to the failure reported by the field and all finished product testing requirements were deemed acceptable. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator failed the flow and exhalation calibrations during installation.  The ventilator was not in use on a patient at the time of the reported event.